Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm and power loss anomaly due to blank display. Pump received with broken reservoir tube lip and cracked case display window corner.

Event description:
The customer reported via phone call that the insulin pump had received no delivery and battery out limit alarm. The customer¿s blood glucose level was 100 mg/dl. The customer was assisted with troubleshooting for battery out limit and noticed the reservoir lip was cracked and screen was chipped however, the reservoir lock in place the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined further troubleshooting. The insulin pump will be returned for analysis.